Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd texium leaked. The following information was provided by the initial reporter: ¿while pushing syringe 3/3 for patient's adriamycin dose, chemo started leaking from texium cap onto chemo drape on patient's lap. Rn attempted to retighten connection, however, chemo continued to leak. Disconnected from patient and gave syringe to pharmacy. Pharmacy remade remainder of dose.¿

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.